Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lapidus procedure on (B)(6) 2018, the plastic drill guide broke while the surgeon was attempting to drill holes for a staple. There was a surgical delay of two (2) minutes. The surgery was successfully completed. Patient status is unknown. This report is for one (1) elite compression implant drilling templates. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history lot DHR review. Part number: el-dts. Bme lot number: bdt170713. Manufacturing date or release to warehouse date: (B)(6) 2017. Place of manufacture: (B)(4). Lot expiration date: 29 sept 2022. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The complaint device was returned to and investigated by biomedical enterprises with the following results: visual inspection of the returned devices showed that the 18mm drill guide was completely broken on one side of the base (refer to pictures in complaint), therefore confirming the complaint condition. The other drill guides that are part of the kit were in good condition. Performed (B)(6) 2018. No manufacturing related issue was identified and/or confirmed. No further corrective action is deemed necessary at this time. The complaint is confirmed as the received condition of the complaint device agrees with the complaint condition. An investigation was performed fulfilling the requirements of the 'broken' investigation flow up to which the issue was attributed to a known issue with the elite drill guides. No manufacturing related issue was identified and/or confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A corrective and/or preventative action has already been launched. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.